Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire fractures and has issues with fatigue, non-durability and exchange failures in long cases with multiple exchanges. There were no reported adverse patient effects and there was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a break include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Factors that may contribute to material too soft/flexible include, but are not limited to, device support, material properties, damage incurred during manufacturing/shipment, and/or inadvertent damage to the device. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B3: date of event/procedure estimated. B6: estimated angiography date. D4: the UDI is not known as the part and lot number were not provided.